Event description:
Unable to get an IV for a male pt in 2008, so they attempted to place a central venous line. The wire guide unraveled and a surgeon was called to remove it. He was able to retrieve any fragments. The pt was already being transferred to another hosp; therefore, pt condition is unk at this time.

Manufacturer narrative:
Our examination of the returned device confirmed that the wire guide unraveled; however, we are not able to determine with certainty who/why the device unraveled at this time. Our qc dept verifies that the safety wire is caught securely in the tip and back welds prior to further processing. An "instructions for use" booklet is provided with this product that cautions that if resistance is encountered during wire guide insertion, do not force the wire guide. Withdrawal of the wire guide through needle should be avoided as breakage may result. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.